Event description:
It was reported that the procedure was performed to treat a lesion in the distal right coronary artery (rca) with moderate calcification. A 3.0 x 8 mm xience xpedition stent was implanted in the lesion. Next, the 3.5 x 12 mm xience xpedition stent delivery system (sds) was advanced proximal, without issue. The stent was deployed at 18 atmospheres (atm) for 12 seconds. The sds was re-inflated to 9 atm for 13 seconds, and the sds was removed without issue. After removal, the physician observed that a piece of balloon material was left in the rca. A snare device was used to grasp the tip of the guide wire, and then pull everything out at once. The physician stated that if he did not do that, he was afraid that a piece of the balloon would have been left behind. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation of the balloon was confirmed through other observations. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.